Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph procedure the fiber was noted to have ¿laser shooting through tip of fiber¿. The procedure was completed with the use of a second fiber. Patient outcome: no injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
Additional event information: "miss fire tip of fiber went loose". Joules used: 96,185. Time expended: 00:17:15 minutes.